Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and inaccurate sensor readings. Blood glucose level at the time of the incident was 420 mg/dl whike sensor glucose was 220 mg/dl. Customer treated based on glucose reading that made the blood glucose to rise. Customer also stated getting lost sensor and calibration not accepted alert. Customer was advised the sensor issues may be related to site location, rotation and insertion technique, tape type and technique. The product will not be returned for analysis.